Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose(bg) level was over 500 mg/dl. The customer gave themselves a manual injection to address the elevated bg. In addition, it was reported that a minimum fill notification occurred. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.